Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to not mesh properly and failed the test mesh during device evaluation. The cutter was damaged. The cutter was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the ratchet handle does not move up and down during kit inspection and there was therefore no procedure delay or patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete, and no additional information is available.